Manufacturer narrative:
Review of in-house testing at time of release and throughout product lifetime showed the product was performing as intended. Review of internal records showed no possible causes of this complaint. No product problem identified. The cause of this event is unknown.

Event description:
The customer alleged receiving two discrepant high tco2 results on one patient compared to repeat testing on the same sample, on the same instrument, and a new epoc instrument. There is no report of injury due to this event.